Event description:
The customer stated that she refilled the reservoir and installed into the reservoir compartment. The customer believes that she did not have the plunger tight enough and the reservoir came off; insulin leaked into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.